Manufacturer narrative:
Device received alarming failure of flash memory followed by an device software error alarm, problem isolated to mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to failure of flash memory and device software error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone that the pump received new software release detected alarm and failure of flash memory alarm. The customer¿s blood glucose level was 154 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.